Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that high capture threshold and low sensing were observed. The lead was explanted and replaced. The patient was in good condition.